Event description:
It was reported that during an unknown procedure, the blades of shears disintegrated after short use - piece of plastic attached to packaging. No further information provided at this stage. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information the device received was returned in good physical condition. Upon visual inspection it was noted that the tissue pad was in good physical condition and properly attached to the clamp arm. The tissue pad was not detached as reported. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.